Event description:
It was reported that an alert for shorted output stage detection (sosd) during a routine capacitor maintenance was noted. The device charge post sosd believed to be false. It is unknown if the device was exposed to emi at the time of the sosd alert. Repeating a capacitor maintenance at change out and consider dft was suggested. The device remains implanted and will continue to be monitored. The patient did not experience any symptoms.